Event description:
It was reported that the patient had elevated bilirubin and bile duct stenosis post treatment, requiring placement of a biliary stent. Dc bead m1 microspheres were selected for use in a drug-eluting bead transarterial chemoembolization (debtace) procedure in the treatment of hepatocellular carcinoma (hcc). The product was used in segment 4 of the liver. A 0.019inch non-boston scientific microcatheter was selectively advanced from the left hepatic artery into the a4, and dc bead m1 microspheres were injected. Postoperatively, an elevated bilirubin was observed, and findings of bile duct stenosis were confirmed, so a biliary stent was placed. The bilirubin levels stabilized, and the condition of the patient was stable. Per the physician, it could not be definitively concluded that this product was the cause, but the event occurred after treatment.

Manufacturer narrative:
B3: date of event and d6a: implant date were not available per account/customer, so it was estimated using first day of aware month. E1: initial reporter city: (B)(6). Detailed product information was not provided to boston scientific. The lot number was asked by the initial reporter but was unknown by the account/customer. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.